Manufacturer narrative:
The reported failure was not confirmed as the device was seized. A damaged motor cartridge could lead to the reported event as false signals can be generated and carried out throughout the device.

Event description:
The micro sagittal saw was sent in for eval because it would not turn off during preparation for a procedure. A spare device was used for the procedure; no adverse event was associated with the device.